Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped at a surgical intervention due to a loss of slack observed at x-ray and high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.